Event description:
The complainant reported the patient was on impella cp support and during support, there was access site bleeding. Blood products were given and heparin was withheld due to the bleeding. Additionally, the pump was showed deep on echocardiogram and the doctor pulled back 1cm. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned for evaluation. Access site bleeding - major: clinical details noted that the patient had increased jp output from impella access site. Heparin was stopped and patient received multiple units of blood products. Additionally, pressure dressing was applied and bleeding eventually resolved. The root cause of the access site bleeding could not be definitively determined was limited clinical details were provided. Positioning issues: clinical details noted that "placement signal low" alarms were being triggered throughout support. Echo showed that pump position was slightly deep and was pulled back twice to be measured at 3.7cm. Clinical details noted that pump was secured and touhy-borhst was locked after pump insertion. The exact time of the positioning issues was not noted. The root cause of the positioning issues could not be definitively determined as limited clinical details were provided on the time of initial mispositioning of the pump. Optical signal issue: data logs were reviewed and lt log showed "placement signal low" alarms being triggered during support. Signal not reliable (snr) is low and variable during support, contrast is variable with all other optical parameters remaining stable during support. Clinical details noted that pump position was slightly deep in ventricle with "placement signal low" alarms were triggered with ao signal not matching patient's arterial line. Pump was repositioned and measuring at 3.7cm in ventricle and positioning alarms resolved and ao waveforms were matching arterial line. The root cause of the optical signal issue could not be definitively determined as pump repositioning did improve suspected optical issue, however, no product was returned to confirm no issues with the optical sensor. Upon review of data logs, it is apparent that the console is a potential contributing factor of the issue as low snr was present from the start of the case and repositioning the pump improve the reported discrepancy of the ao waveform and patient's arterial line as stated in the clinical details. Please refer to complaint # (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issues "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
Us complainant reported the patient was on impella cp support and during support the placement signal was not correlating with arterial line pressures. Motor current and flow were within limits for p level.